Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a broken ar-8916cx24-30 low-profile cortex screw. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head. (B)(4). Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw.

Event description:
On 09/03/2025, a sales representative reported via email that an ar-8916cx24-30 low-profile cortex screw (titanium, 2.4 mm x 30 mm) broke in half with very little force applied by the surgeon (see photo attachment).. The case was completed, and no further details were provided. This was discovered during an orif navicular procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 09/15/2025: during the procedure, the ar-8916cx24-30 low-profile cortex screw broke after only two turns, prior to the plate head making contact. All fragments of the screw were successfully retrieved from the patient, and the plate remained undamaged. The case was completed using replacement screws of the ar-8916cx24 series. The incident resulted in a brief one-minute delay, with no additional anesthesia required. No adverse effects were reported, and no allegation of any additional screws in this event was reported. Additional information was received on 09/18/2025: following the issue, the undamaged plate was retained in the patient to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.